Event description:
It was reported that the pt presented with an alert for low lead impedance. On interrogation of the device, the impedance was normal. The physician opted to monitor the pt.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.